Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01820.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using ruby coils, pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, the physician placed a ruby coil in the target vessel using the lantern. The physician then placed the next ruby coil into the aneurysm; however, the ruby coil would not take its intended shape. Therefore, the physician decided to pull the ruby coil back. While attempting to retract the ruby coil, the first ruby coil was also pulled back into the lantern. Therefore, both the ruby coils were removed. The procedure was completed using new ruby coils. There was no report of an adverse effect to the patient.